Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).